Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that multiple unsuccessful attempts were made to place the right atrial (ra) lead. The lead exhibited no capture, high impedance and had possibly fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.